Event description:
It was reported that the device was used during nissen. It was reported that the clips were malformed. A competitor's clip applier was used to complete the case. There was no consequence to the pt.